Event description:
It was reported that patient had the renasys touch device for 1.5-2 years and the screen would not work intermittently. When hcp tried to adjust the pressure setting, the screen only lets her touch the minus button and none of the other buttons. Therapy can be stopped and resumed and device can be turned off, but when attempting to press the lock button nothing happened. Troubleshooting was unsuccessful. It is unknown how the treatment was completed or if there was a delay. No further information is available.

Manufacturer narrative:
H3, h6: the device used in treatment was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the reported event or determine a root cause. Probable root cause may include connection issues or a defective component. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.